Event description:
The patient had a 4.5mm lcp 7-hole plate, one 4.5mm cortex screw and five 5.0mm locking screws implanted on humerus on an unknown date. The patient returned to the surgeon complaining of minor pain and requested plate and screws to be removed on an unknown date. An exam (unknown) revealed that the patient was healed and the surgeon removed all implants on (B)(6) 2013; no additional hardware was implanted. This report is for an unknown plate. This is 1 of 3 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.